Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing haptic was torn off during insertion. The lens was removed and replaced with the same model lens without any patient injury.